Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation- single leaflet detachment (slda) appears to be related to pre-existing patient anatomy (left atrium was enlarged and the leaflets had a degenerative morphology). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 mixed mitral and tricuspid regurgitation (mr and tr) for a combined mitraclip and triclip procedure. During the procedure, a triclip steerable guide catheter (tsgc) was used off label to implant mitraclip into the mitral valve. One of the mitraclip xtw's had a single leaflet detachment (slda) and the clip was no longer attached to the leaflet. Additional mitraclips were used for stabilizer and to reduce mr. Then a triclip was successfully implanted and the procedure was discontinued. While removing the tsgc from the stabilizer, there was significant resistance. Troubleshooting was preformed and it required significant force to separate the tsgc from the stabilizer. The final mr was grade 2+, the final tr was grade 2+. There were no adverse patient effects or clinically significant delays reported.